Manufacturer narrative:
(B)(4). Concomitant products: 11-103206 285940 taperloc por lat fmrl 12.5x145, rd118858 205130 m2a 38mmx58mm cup. Reported event was confirmed by review of medical records provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during left hip revision surgery, there was difficulty removing a femoral head from the trunnion of stem. Attempts have been made and additional information on the reported event is unavailable at this time.